Event description:
It was reported that the device broke and unintended material remained in the joint.

Manufacturer narrative:
The device was not received for evaluation at stryker endoscopy. The device was received at tag for evaluation. Based on the tag service record attached, the reported failure ¿[the surgeon was using the no-loop glok to fixate a distal biceps repair. After passing, the surgeon tested the tension of the tendon and wanted to make sure the button was against the cortex, and the center of the button seemed to break off, with suture pulling back through the tunnel. The piece at the center of the button remained in the patient and could not be retrieved.]¿ was confirmed. According to tag: " yes, g-lok cover (pn 10300co) pulled out of the g-lok body. The item produced to customer with no loop. The llop should be inserted in accordance with IFU 234grst. Tag engineering department assume that during loop insertion process too much force was activated on the cover and it pulled out the g-lok body. Correction: no correction action needs to be performed. Failure mode: g-lok cover missing. Root cause: abnormal use by customer" alleged failure: center of the button broke off manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The product code, product description, and 510k number are not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of OEM tag medical.

Event description:
It was reported that the device broke and unintended material remained in the joint.